Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testin results met both accuracy as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 4.5, 1.8. The time between testing was two (2) minutes. Reportedly, "milking" finger after finger stick. Therapeutic range 2.0-3.0 for the patient. There was no reported adverse patient sequela. There was no additional info provided.